Event description:
It was reported that the user¿s ilet bionic pancreas was not displaying glucose readings because the sensor type on the ilet was set to dexcom g6 instead of dexcom g7, and the user had not paired with the correct sensor; the agent guided the user to select dexcom g7 and enter the four-digit pairing code, after which the ilet displayed ¿pairing with sensor¿ and the user was instructed to wait for pairing and warmup. No clinical signs, symptoms, or conditions were reported. Outcomes included no alarms, no medical intervention, and no impact to therapy. User support included product-use troubleshooting and user education to correct configuration and initiate proper pairing. Investigation of this case revealed user setup error leading to a failure to pair with the intended sensor, with device function restored through correct sensor selection and pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and pairing.